Event description:
It was reported that the patient with this implantable neurostimulator (ins) experienced severe falls and a return of symptoms. Imaging was performed, and the lead was found to have migrated. The lead was replaced. Additional information received indicated that the patient was doing very well following the lead revision procedure. Stimulation was reported as comfortable, and improvement in symptoms was reported since the revision. No further patient complications were reported.

Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: PMA number: p190006.